Manufacturer narrative:
The field service technician evaluated the plug and removed the cover and found that the brown wire was melted. It appeared that the user was pulling the plug from the wire to remove it from the wall. There was a lot of wire showing at the plug end. The wires were repaired and the plug was repaired. The device was passed all tests and was returned to service.

Event description:
It was reported that during a service repair visit, the field service tech found that the power plug had a melted brown wire.